Event description:
It was reported to baxter (B)(4) that three infusor lv 10 devices were leaking during freezing. This is report number 2 of 3. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation, therefore the root cause could not be determined. The root cause investigation is currently being performed under CAPA (B)(4). Batch review determined that no nonconformance reports were documented for this lot during manufacturing.